Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose level. Customer's blood glucose value was 2.1 mmol/l during night and currently 24. The customer was assisted with troubleshooting. It was unknown that the customer did used to auto mode feature at the time of event. The device will not be returned for analysis.